Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in the hospital for lead revision. The patient's left ventricular (lv) lead was dislodged and the lead was explanted. The dislodgement was confirmed via x-ray imaging and electrical anomalies. The patient was in stable condition.